Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that insulin pump received a pump alarm. Customer continued to receive alarm with every attempt to rewind insulin pump. Insulin pump would be replaced.

Manufacturer narrative:
The pump gave an error 41 alarm during the rewind test. Unable to verify the history anomaly or perform the prime/seating, basic occlusion, occlusion, force sensor or displacement tests due to the pump error 41 alarm. The pump was received with a scratched case, a pillowing keypad overlay and minor scratches on the lcd window.